Event description:
Multiple episodes of product failure of edwards lifesciences vamp pressure monitoring kits. "Disconnect" problems. Company was notified and all of this lot number removed from the hospital inventory. Report from the company is that this lot number was on the cusp of a corrective action by the manufacturer. The problem identified was one portion of the tubing was not bonded properly. Follow up reveals:e-mail from manufacturer to site requested that all product from the suspect lot have been destroyed and the inventory would be replaced with good lot numbers. The problem was identified as one portion of the tubing was not bonded properly.

Event description:
Tubing detachments were reportd on vamp plus model pxvp550. Unfortunately, the devices were not received for evaluation from the customer. Therefore, facility is unable to provide final results of the failure analysis or laboratory testing conclusions. To improve bond strength, the team has addressed several bonding parameters, which includes process and equipment improvements. In addition quality process controls have been implemented, which includes statistical sampling of bond strength as a release criteria.